Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was leakage coming from the back side of the filter from the built-in "circle area". It was further confirmed during follow-up, that there was no patient harm as a result of this event.

Event description:
It was reported that there was leakage coming from the back side of the filter from the built-in "circle area", during a tpn infusion. It was further confirmed during follow-up, that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report that there was leakage from the back side of the filter from the built-in "circle area" was not confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Moldy residue was observed on the surface of the set¿s packaging. No anomalies or evidence of damage were observed on the filter or the set upon visual inspection. The customer¿s experience was not replicated during functional and pressure testing. No leaks or issues were observed. The root cause could not be determined.